Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: a mentor smooth round high profile 250cc , catalog 3503250, sn (B)(4), lot 6573135. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) old caucasian female patient underwent a breast augmentation primary with a mentor smooth round high profile 250cc and experienced deflation on the right breast implant. As a result, the patient had undergone removal and replacement with mentor smooth round high profile 330cc on (B)(6) 2019.

Manufacturer narrative:
On 1/10/2020, concomitant product is a mentor smooth round high profile 250cc , (B)(6), lot number 6725082. The affected device was left device. The left device information: a mentor smooth round high profile 250cc , catalog 3503250, sn (B)(6) , lot 6573135, PMA/ 510(k) p990075. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the device was visually inspected, and it was found with no apparent damage. Leak testing was performed, and it revealed there was leakage from the valve. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received is related to a concomitant device, therefore no further investigation is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/20/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 1/21/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).